Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2025. Block d6b: explant date: on (B)(6) 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7085002, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4), model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7085064, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4).